Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). The rv lead was capped and replaced on (B)(6) 2024. No intervention for ra lead and the physician will continue to monitor the ra lead. The patient was in stable condition throughout the procedure.